Event description:
It was reported that there was no measurable atrial output during biomedical engineer testing. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment - the output flex was out of specification. It was also noted that the battery contacts were compressed, the ring was bent, both bail covers were broken, the battery release was contaminated and the keyboard window was scratched. A detailed analysis of the output flex was performed. A diode on the assembly was shorted, which prevented atrial output.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment - the output flex was out of specification. It was also noted that the battery contacts were compressed, the ring was bent, both bail covers were broken, the battery release was contaminated and the keyboard window was scratched.